Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had experienced low blood glucose levels. Blood glucose level at the time of incident was 2.2 mmol/l. Customer was assisted with insulin pump programming and settings were programmed accurately. It was unknown if auto feature was active or not. The customer declined to troubleshoot. No further patient complication were reported. The device will not be returned for analysis.